Event description:
It was reported that this pacemaker system exhibited out of range (oor) impedance measurements on the right ventricular (rv) lead channel. Impedance readings exceeded 3000 ohms. As a result, the lead configuration was switched to unipolar pacing. The patient is not pacemaker dependent, and no symptoms have been reported; therefore, the clinical team has opted for ongoing monitoring without immediate intervention. This system remains in service.